Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level and this issue occurred with two infusion sets. Therefore, she tried to treat it with bolus/multiple daily injection and changed the infusion set, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 700 mg/dl and had high ketone levels which her health care professional did not assessed it as dangerous/life threatening. Moreover, the infusion had been used for less than a day and she also received an incomplete bolus alert on her pump. While in the hospital, she received fluids of saline, insulin, and an unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue with no permanent damage. At the time of this report, the patient was still in the hospital and was not released. Further, they replaced the infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.